Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted:(B)(6) 2015; 6947-58 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a gradually rising to high pacing threshold since implant. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.